Event description:
During use of the device for a clinical procedure, the user reported the potassium value decreased. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.